Event description:
It was reported that after a diagnostic cardiac angiogram, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, the exchange sheath did not split. The exchange sheath cutter appeared to be bent. The safety release mechanism was activated, in accordance with the instructions for use, which retracted the locator wings and the device was removed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported exchange sheath not splitting and bent cutter were confirmed. The cutter was bent upward approximately perpendicular to the delivery tube and presented a damaged cutting edge. Based on visual inspection and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.